Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. After analysis of the instrument and instrument data, the fse determined the discordant sodium results were caused by a crimped ise (ion selective electrode) buffer line. The fse replaced the crimped ise buffer line with new tubing, primed the ise buffer, and ran calibration and qc. The instrument is performing according to specifications. No further evaluation of the system is required.

Event description:
Intermittent discordant high sodium (na) results were obtained with patient samples on an advia 1800. The discordant results were reported to the physician(s). The laboratory questioned the high results, and the samples with high na values were re-tested on the laboratory's other system - the repeat results were lower. Corrected results were reported to the physician(s). Patient treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant sodium results.